Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: three ifuse implants.

Event description:
The patient had a previous left side si joint arthrodesis (date unknown). The patient later presented to a doctor with complaints of recurrence of si joint pain. The surgeon thought there may have been lucency around the iliac side of the implants. In (B)(6) 2016, the surgeon removed the first (cranial) and third (caudal) implants and replaced them with new implants. The surgeon attempted to remove the second (middle) implant but was unable to do so because it was solidly fixed in bone so he left it in place. There were no reported complications during the revision surgery. The status of the patient following the revision surgery is not yet known.